Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have broken pitch cable at distal end. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument was not working well. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.